Event description:
Patient to ER after a fall, diagnosed with unstable cervical spine fracture. Philly collar in place. Later on the same day, collar replaced with miami j collar. On two days later, patient fit with a deroyal collar with thoracic extension ("xtw collar with extra pad set"). Brace in place until seven days later, when patient went to or for fusion surgery. Upon removing brace, anterior neck wound observed (raw, reddened skin on upper area of anterior neck just under chin, with 2 transverse parallel open slits in skin). It appears the skin was pinched between the articulating pieces. Seen by wound ostomy continence nurse on three days later, assessed with stage 3 pressure ulcer from neck brace.